Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the package was opened and the device was rinsed with heparin. It was noted that when the microcatheter was shaped and the access was established, the guidewire passed out from the side close to the tip end of the microcatheter. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing coil embolization surgery. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 8mm.

Manufacturer narrative:
H3: product analysis of 190-5091-150, lotno:b423945 found the echelon-10 total length was ~155.6cm. The echelon-10 useable length was measured to be ~147.9cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. No bends or kinks were found with the catheter body. The echelon-10 distal tip was found to be damaged (melted) at proximal to distal marker band. It was reported the echelon-10 distal tip was shaped by the customer. The distal tip damage appeared to be consistent with distal tip shaping. No other anomalies were observed. The echelon-10 micro catheter was flushed, water exited from the damaged location and distal tip. Based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿, was unable to be confirmed as the echelon-10 distal tip appeared to be melted and not punctured. It is possible the shaping of the echelon-10 distal tip contributed to the event; however, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the guidewire used was not a medtronic device.